Event description:
A report was received stating the listed tracheostomy tube was checked for leaks prior to use with no leaks observed. After an unk amount of time in situ, the device was reportedly found leaking at the cuff. No permanent adverse effects to pt reported.

Manufacturer narrative:
One used sample was returned and examined. During functional testing, the tracheostomy tube cuff was inflated. The cuff would not remain pressurized. Upon visual inspection, a tear was observed in the cuff material. A review of the device history records did not show any issues during product mfg. Inspection and testing of the device could not determine a root cause for the tear in the tracheostomy tube cuff.